Manufacturer narrative:
An r&d investigation was performed to identify the root cause of the reported issue. The engineering team determined the failure was attributed to a defective solenoid preventing proper rotational function.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking. It is unknown if the issue was discovered during transport. There was no injury or clinical use associated with this event. The field service engineer cleaned the solenoid to resolve the issue.